Event description:
Customer reported receiving reading results in mmol/l on her freestyle blood glucose meter and didn't realize the change of units of measure. Customer reported symptoms of dizziness, headaches, fatigue and vision changes. Customer was admitted to the hospital where they were treated with lantus and humalog.

Manufacturer narrative:
The customer's meter was returned and product testing found no indication of the memory overwrite malfunction and the meter was set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.